Event description:
A lead diagnostic confirmed the patient's lead had high impedances across multiple contacts. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.